Event description:
It was reported in a clinical study that the patient underwent a revision procedure approximately 1 month post implantation due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign source: netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.